Manufacturer narrative:
A decalogue to avoid routine ileostomy in selected patients with border line risk to develop anastomotic leakage after minimally invasive low-anterior resection: a pilot study surgical innovation 2020, vol. 27(1) 44¿53. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the study aims to report protocol in management of selected patients with borderline risk in developing anastomotic leakage after a laparoscopic anterior resection and ghost ileostomy creation; there were twelve patients included. The list of patients consists of nine men and three women. It is reported that to minimize pelvic bleeding a careful dissection of the mesorectal fascia was carried out. Also, a mechanical side to end anastomosis was performed using the stapler in order to reduce risk of anatomic ischemia. However, post-operatively an anterior resection the patient had a medical complication which was resolved by being treated with radiological drainage placement.